Event description:
Per the clinic, the patient developed an infection with drainage at the implant site. The patient was treated with two rounds of antibiotic ointment; however, the issue did not resolve, and cellulitis of the scalp formed. Subsequently, the patient underwent revision surgery on (B)(6) 2020. During the procedure, excess skin was excised, and skin debridement was performed.